Event description:
The pt received a scs system along with surgical lead on (B)(6) 2010. It was reported that the pt's ipg was explanted due to charger communication issues. The pt saw low battery warning. The sjm rep checked impedances on several contacts, but they were found to be normal. Revision was scheduled on (B)(6) 2011. Effective stimulation was recaptured for the pt as a result of the procedure.

Manufacturer narrative:
The ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.